Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel. The device was rec'd. Investigation is not complete.

Event description:
During initial testing at the manufacturing site, it was found that the device did not alarm for occlusion.